Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. The freedom onboard battery in "as received" condition confirmed the presence of a fault condition that disabled the battery's ability to accept a charge and supply output power. The onboard battery was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom onboard battery was unable to charge. The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4) initial.

Event description:
The customer reported that the freedom onboard battery was unable to charge. The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.